Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported thermal event and battery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the personal diabetes manager's (pdm) battery was bulging and the patient noticed the pdm overheating multiple times. Upon closer inspection, the patient reported leaking coming from the pdm's battery. Due to the issues with the pdm, it would turn off randomly while being used.